Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of pump will not turn on was confirmed due to depleted batteries. Inspection of the pump revealed depleted main batteries. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reported an infusion pump that will not turn on. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.